Manufacturer narrative:
The device remains implanted. A review of the manufacturing records is currently in process.

Event description:
A bifurcated gore-tex stretch vascular graft was implanted for treatment of an inflamed abdominal aortic aneurysm using the retroperitoneal approach. Approx 10 months postoperatively, a CT scan revealed seroma formation around the vascular graft. Six months later, CT revealed enlargement of the fluid around the graft. Six weeks later, an excluder was placed inside the bifurcated vascular graft to "re-line" the graft and stop serous fluid leakage. The pt was doing well after the procedure.